Event description:
It was reported to boston scientific corporation that a trapezoid basket was used in the common bile duct during a bile duct lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket in conjunction with an alliance handle was used in an attempt to crush a 2cm stone. However, the thumb ring broke while the stone was still inside the basket. The physician shook the basket to release the stone and the device was removed through the scope. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address: (B)(6). Device code a0401 captures the reportable event of thumb ring break. The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the thumb ring was detached. In addition, the handle cannula was detached with drag marks of the fastening screws, and the side car rx was pushed back approximately 3.0 mm. The dimensional test verified that the depth of the screws was within the allowed tolerance, and the x-ray performed indicates screws in good condition. The reported event was confirmed. Based on all available information, it suggests that an excess of force could have been applied over the handle resulting in the detachment of the thumb ring and the handle cannula; perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid basket was used in the common bile duct during a bile duct lithotripsy procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket in conjunction with an alliance handle was used in an attempt to crush a 2cm stone. However, the thumb ring broke while the stone was still inside the basket. The physician shook the basket to release the stone and the device was removed through the scope. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4).